Manufacturer narrative:
(B)(4).the evaluation of the device has not been completed.

Event description:
It was reported that, during maintenance a 980 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time the malfunction occurred.